Event description:
It was reported that the patient became symptomatic including near syncope, dizziness and low blood pressure soon after the implantable pulse generator (ipg) triggered elective replacement indicator (eri) and switched to single chamber fixed rate pacing. The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.